Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause(s) for the reported failure can be a user error due to misaligned insertion, and/or prying/levering the device during insertion. The complaint allegation was confirmed based on the customer's attached picture that displays the tip of the device broken.

Event description:
On 01/12/2024, it was reported by a sales representative via (B)(4) that an ar-13999hdn scorpion needle broke off. This occurred during use in a case with no patient effect. Additional information requested on 1/24/2024.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.